Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a button error alarm and experienced keypad issues. Customer's blood glucose was 570 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, unexpected restart of the insulin error test. Test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. Device had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.